Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Interrogation of the device was then attempted but telemetry could not be established. The device case was removed and battery voltage measured to be 0.532v. The hybrid was run overnight and maintained normal current; firmware was then loaded into the device and it was interrogated and programmed successfully. The hybrid was run for three days with pacing on and the hybrid current remained within normal limits. The battery was sent for analysis and no anomalies were identified. The cause of no telemetry was not determined as the hybrid functioned normally throughout analysis and the battery showed no signs of internal shorting.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.